Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the phacoemulsification tip was damaged during cataract surgery (without intraocular lens implantation). The surgery was completed on the same day after replacing with a new kit. There was no patient involvement.

Manufacturer narrative:
Corrected information provided in b.2., h.2., h.11. Upon further assessment of the reported event, it was confirmed that the damaged tip has been referred to the detachment of the bevel, which does not meet the criteria for reporting as it is not likely that a recurrence would result in serious injury. No further reports will be submitted under mfg report num. 1644019-2025-01121. The manufacturer internal reference number is: (B)(4).